Event description:
It was reported that on an unknown date, the unknown variable angle condylar aiming arm, the threaded guide that locked the aiming arm into the plate were stripped. Thought about this after the fact. It's two (2) of them and the thread is stripped so didn't engage the plate. There was no surgery date and no patient to identify with. There was no patient were identified because it did not find to solve the case. There was no known hospital or patient involvement. Concomitant device reported: unk - guides/sleeves/aiming: aiming arm (part# unknown; lot# unknown; quantity: unknown); unk - plates: 4.5mm va lcp condylar plate (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) interlckng bolt 4.5 va cond insertn hndl. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Additional product code: jdp, hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.